Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for a procedure using a 14 f amplatzer torqvue delivery system. It was observed that the delivery system's sheath split while advancing up the patient's groin. There was no damage observed prior to opening and the flushing was done according to IFU. The delivery system was replaced by a 14f amulet steerable delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a material split was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material split could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.